Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 : this supplemental is being sent to correct information that was submitted/omitted from the MFR narrative of follow-up #1. The MFR narrative should read: follow-up #1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The test strip enzyme was found to be contaminated. In addition a secondary issue was also noted; the returned test strips, when tested with control solution, did not fill. A tertiary issue was also found; when test strips were tested with control solution, an error 4 and 5 were observed with no assignable cause found. Finally, a quaternary issue was identified; the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. In addition an error 4 was observed with no assignable cause, the insert was found to be contaminated and did not fill. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.